Manufacturer narrative:
The product was returned for evaluation. The kit was returned in an open tray and pouch. Visual examination was performed to the returned product. The blue wrap was folded neatly and a drop of blood was observed outside of the wrap. A hair was observed on the needle holder. The hair was a dark brown color and 6.0" long. The complaint was confirmed as related to the manufacturing process. Awareness training is being conducted at the manufacturing site to prevent recurrence of this type of complaint. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
The report stated that "hair contamination was observed inside the package before use." There were no patient complications reported.